Event description:
It was reported when the programmer was turned on the first screen displayed said "programmer system battery has failed. Schedule report deletion will not function properly until battery had been replaced. Set correct date and time." The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A printed circuit board was found out of electrical specification. Keyboard and right keyboard hinge are broken.